Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel perforation occurred. The 95% stenosed lesion was located in a non-tortuous and mildly calcified mid right coronary artery (rca). The vessel diameter was 4.5mm. Another manufacturer's balloon was used to predilate the vessel. A 4.5x28mm taxus express2 stent was initially implanted in the distal rca and the physician opted to place another taxus express2 4.5x28mm drug eluting stent, overlapping the first stent. The stent was deployed at 18 atm's; however, a vessel perforation occurred. A 4.5x20mm taxus express2 stent was placed to treat the perforation. The patient was stable post procedure. No further patient complications occurred.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.